Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7427, serial#: (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome, unsuccessful disc surgery, and multiple back operations. It was reported that the patient¿s implantable neurostimulator was not working starting sometime the week prior to the report, confirmed as 2017. There was a loss of stimulation, and the implantable neurostimulator was not giving him stimulation like it was supposed to. It is ¿not making any kind of stimulation.¿ the patient programmer was able to be turned on, but when he pressed the button to turn stimulation on, the stimulation did not turn on. The patient wants to get it replaced so that he can use stimulation again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.